Event description:
A caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the error code did not reappear, and the customer successfully started their sensor session.